Event description:
Related to MFR ref 3005188751-2013-00032. During a circumferential pulmonary vein isolation ablation procedure, a pericardial effusion occurred. A non-sjm quadripolar catheter was placed in the coronary sinus, a 5f jsn catheter was placed in the right ventricle and transseptal puncture was performed using ice and fluoroscopy for guidance. The initial transseptal was performed using an agilis introducer with a brk-1 xs transseptal needle. The physician indicated access was difficult due to a thick septum. Upon successfully accessing the left atrium the brk was removed and the agilis introducer was advanced without complication. A guidewire was inserted through the agilis and the agilis was removed. The physician attempted to advance a non-sjm flexcath introducer with a cryotherapy balloon over the guidewire across the septum but was unsuccessful after multiple attempts, losing transseptal access as well. Transseptal access was re-obtained using the agilis introducer and brk needle. After transseptal access was again lost, the physician obtained access via a patent foramen ovale (pfo) using the non-sjm introducer with a safire blu ablation catheter. The physician ablated the left pulmonary and right inferior pulmonary veins using the safire blu catheter. While ablating the superior aspect of the right superior pulmonary vein (rspv), transseptal access was lost multiple times and regained through the pfo. The ablation of the superior aspect of the rspv was successfully completed. After the ablation, the patient became hypotensive and an echocardiogram revealed a small pericardial effusion. All devices were removed, heparin was reversed, and a pericardiocentesis was performed, which stabilized the patient. The physician indicated the effusion may have been caused due to the multiple attempts at transseptal access. There were no performance issues with any sjm devices.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification of the reported pericardial effusion is anticipated procedural complications as this event is a known physiological effect of the procedure as stated in the IFU.